Manufacturer narrative:
This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During use, it was reported that the smart control 6x40 stent delivery system was fractured near the proximal end of the stent delivery shaft and the stent could not be deployed. There was no patient injury. The external trauma department referred a patient for percutaneous portal vein stent implantation during liver transplantation. The blood vessel angle was large. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored, handled, inspected and prepped according to the instructions for use (IFU) with nothing unusual or damages noted about the stent delivery system prior to use. The device package was not damaged. Excessive forced was not used when the device was removed from the packaging or anytime during the procedure. The device is available for return.

Manufacturer narrative:
During use in a percutaneous portal vein stent implantation, the smart control 6x40 stent delivery system (sds) fractured near the proximal end of the stent delivery shaft and the stent could not be deployed. There was no patient injury. The degree of vessel angulation is high. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored, handled, inspected and prepped according to the instructions for use (IFU) with nothing unusual or damages noted about the stent delivery system prior to use. Excessive force was not used when the device was removed from the packaging or anytime during the procedure. The device was returned for analysis. One non-sterile ses smart control 6x40 120cm sds was received coiled inside a plastic bag. The unit was received undeployed. The outer member was noted to be fractured/separated in the proximal section of the stent. Also one strut and rivet of the proximal stent was received damaged. A kink was noted in the distal tip. The locking pin was not returned. The brite tip was received frayed. No other discrepancies were found. The catheter od and ID were measured and found within specification. Per sem analysis the separated sections of the outer member and the tip frayed/separated areas presented with evidence of elongations. Also, the braid wire presented with plastic deformation that resulted in a surface type of cup and cone that is associated with ductile separations cause by material tensile overload. No other anomalies were found during sem analysis. A review of the manufacturing documentation associated with lot 17642665 was performed and no issues were noted that may be related to the reported complaint. The phr was extended to the stent supplier and the conclusion indicated that no issues during the manufacturing and inspection processes can be related to the reported stent fracture. The phr does not suggest that the failure experienced by the customer could be related to the manufacturing process. The cause of the "stent damaged" condition found could not be conclusively determined; however, it does not appear to be manufacturing related. The event "stent delivery system (sds)-ses-fractured-separated-in patient" reported by the customer was confirmed due to the outer member being received separated. The exact causes of the reported failure and tip frayed condition noted could not be conclusively determined. However, it does not appear to be manufacturing related since the sem analysis showed evidence of elongations on the separated areas. Elongation is a common characteristic of pieces which were stretched/pulled until separation. The available evidence suggests an application of stress that exceeded the material yield strength or a tensile overload that lead to the material separation. According to the stent placement precautions in the instructions for use (IFU), ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to the stent or lumen. If resistance occurs during movement through the sheath, carefully withdraw the stent system. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Neither the phr nor the analysis suggests that the failure is manufacturing process. Therefore, no actions were taken.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.